Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported performa system blood glucose results of 18.4 mmol/l and7.9 mmol/l within 10 minutes. No adverse event was reported. A requestwas made for the return of the meter and strips.